Event description:
It was reported that on (B)(6) 2024, a 27mm epic mitral valve was implanted as part of a double valve replacement in which a non-abbott aortic valve was also implanted. The annular dimension of the mitral valve was 29mm. In (B)(6) 2025, pleural effusion and weight gain were observed during an unrelated procedure; mitral stenosis was discovered via echocardiography. "Thrombus caused by insufficient coagulation control" was the cause of the mitral stenosis. On (B)(6) 2025, the patient was admitted to the hospital on (B)(6) 2025, the epic valve was explanted and a new 27mm epic plus mitral valve was implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of thrombus and aortic valve stenosis was reported. The device was returned to abbott for investigation and the cusps were noted to have limited mobility when manually manipulated. The sewing cuff was intact. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information and device analysis, the cause of the thrombus could not be conclusively determined. The underlying cause of the reported stenosis remains uncertain. The reported hospitalization and surgical intervention were result of case-specific circumstances as the patient was admitted, the valve was explanted, and another valve was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.